Manufacturer narrative:
Other, other text: the complaint sample was returned for evaluation. Visual inspection device revealed: the enclosure and tank cover cracked, wear on the line cord and front cover, and an outdated printed circuit board and power switch. Functional testing was performed. The device leaked from several places; the complaint was confirmed. Customer damage was the root cause for the primary problem. No action was taken, due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. A manufacturing device history record review was not performed because the device had 16 (sixteen) years of wear and tear after manufacture. The service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device and UDI unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is leaking and has a split under the drain board. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.